Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. The needle used for fundal block was an olympus needle maj-656 which is not manufactured by hologic. Hologic is reporting this event out of abundance of caution since the item found in the uterus cannot be confirmed its origin.

Event description:
It was reported that during a novasure procedure on (B)(6) 2021, the physician reported used a third party needle olympus maj-656, to perform a fundal block under general anesthesia. And then performed a novasure ablation successfully without issues reported. The patient presented pain and vomiting in recovery and presented with an infection post procedure and more pain since the procedure. The patient received a scan which revealed a 2mm long thin item that was left after the procedure. The patient is being monitored and scheduled for an exploratory hysteroscopy if her symptoms persist. The physician reported that the item found inside the patient is most likely related to the olympus needle breaking apart since they reported a similar event with a same needle but could not confirm this. The novasure device performed as intended and no pieces were reported missing from the device. No other information is available.